Event description:
Reporter stated the patient's mother believes the insulin delivery of the infusion device is inaccurate. The patient is incontinent during the night, and the infusion device is placed in a pouch in the bed. The infusion device and pouch have been saturated with urine on occasion. The patient has experienced elevated blood glucose for several weeks. His blood glucose decreases when insulin is delivered via pen, but it increases again soon after. The insulin, cartridge, and infusion set have been changed, but this has not resolved the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter passed the optical inspection.

Manufacturer narrative:
The event occurred in (B)(6).